Event description:
An affiliate reported that a male pt was admitted for treatment of a lesion in his mid left anterior descending artery. The lesion was an in-stent restenosis of an nir stent and was described as moderately calcified, slightly tortuous, and 99% stenosed. The lesion was pre-dilated with a quantum maverick balloon. A 2.5 x 23 mm cypher stent was unable to cross the lesion, and the distal end of the stent became caught in the previously implanted nir stent. The lesion was again pre-dilated, but the lesion would not be crossed with the cypher stent. While the cypher was being retrieved, the distal edge of the stent became caught on the proximal end of the nir stent, causing dislodgement of the cypher stent. The dislodged stent was retrieved with a snare. The procedure was successfully completed with balloon angioplasty. There was no pt injury reported. The product will be returned for analysis. The physician felt that the nir stent may have become flared by the cypher stent during the first attempt to cross the lesion, and the flare may have caused the stent dislodgement during the second attempt, although this was not confirmed by angiography. Add'l info will be submitted within 30 days of receipt.